Manufacturer narrative:
G9: exemption number: e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. A posterior needle tip separation was noted. The tip was not returned. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The other proglide devices are filed under separate medwatch report numbers. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using the pre-close technique, via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, three proglide devices had no suture present when the proglide plunger was removed. It is unknown how many failed at each access site. The sutures of two additional proglide device were successfully preplaced using the pre-close technique at both common femoral arteries. The sheath was upsized to 17f and the evar procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of two proglide devices at each access site. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.